Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2019 through march 31, 2019. (B)(4). Total number of events ¿ 215. Tension free vaginal tape - 23. Tension free vaginal tape ¿ abbrevo - 4. Tension free vaginal tape ¿ abdominal - 6. Tension free vaginal tape ¿ exact - 23. Tension free vaginal tape ¿ obturator - 110. Tension free vaginal tape ¿ retropubic - 49.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and the mesh was implanted to treat stress urinary incontinence. On or about (B)(6) 2017, the patient presented in the emergency department with pain and discomfort in her pelvic and abdominal region. It was reported that the patient was diagnosed with mesh erosion into the vagina. It was also reported that as a result of the implanted mesh, the patient experienced a pain and discomfort in her legs and throughout her pelvic and abdominal regions. The patient experienced urination problems, pain and infections on an ongoing basis, and experiences painful intercourse. It was reported that as a result of the pain, the patient continues to take pain medication on an ongoing basis and has experienced significant physical, psychological and emotional pain. The patient also has sustained permanent and debilitating injuries and continues to experience problems with incontinence. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 6/25/2019 04/30/2019 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2019 through march 31, 2019 supplemental 01 - attachment: [04-30-2019 otn supplemental 01.zip]

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2019 through march 31, 2019.